Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured from december 11, 2020 to december 14, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor was damaged which resulted in normal saline leakage. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.